Manufacturer narrative:
Faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. An attempt to purge air out of the sheath by injecting deionized water was unsuccessful as deionized water was observed to leak from the proximal end of the sheath. This failure occurred due to the removal of the dilator, indicating the dilator was inserted for a prolonged period. This resulted in the deformation of the hemostatic valves and inability to revert to its sealed state. Inspection of the hemostatic valves found the external valve torn by the center slit on the inner face and the internal valve torn by the center slit on both faces, compromising the valves' ability to seal pressure and fluid within the sheath. The hemostatic valves were also confirmed to be deformed as the valves were unable to revert to its closed state.

Event description:
The faradrive sheath was selected for use during the pulse field ablation procedure to treat atypical flutter. It was reported that when the farawave catheter was inserted the sheath valve began to leak and air ingress occurred. The catheter was removed and reinserted but the issue persisted. The device was replaced, and procedure was completed successfully. No patient complications occurred. The faradrive sheath has been received at boston scientifics post market laboratory where it is awaiting analysis.

Event description:
The faradrive sheath was selected for use during the pulse field ablation procedure to treat atypical flutter. It was reported that when the farawave catheter was inserted the sheath valve began to leak and air ingress occurred. The catheter was removed and reinserted but the issue persisted. The device was replaced, and procedure was completed successfully. No patient complications occurred. The faradrive sheath has been received at boston scientifics post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The faradrive sheath has been received at boston scientifics post market laboratory where it is awaiting analysis.